Manufacturer narrative:
Frequent disconnections from guardian app (samsung s23 ultra, android 13, app version 1.3.4) "an attempt to reproduce the reported event using guardian app version 1.3.4 on the samsung s20 fe android 12 device with transmitter. We were unable to reproduce the issue during testing. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications (B)(4). After conducting a thorough investigation, we have found that user had 248 successful reconnects. There are no clear understanding of the disconnects reason, because in provided logs we have gatt_success for disconnect event instead of real cause. It's a known android 12+ issue most likely the main reason of the reconnects is low received signal strength indicator(rssi). We received confirmation from helpline that issue was resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the guardian app losing connection with the transmitter. Troubleshooting was partially performed and it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will discontinue the use of the application. The device will not be returned for analysis.